Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced weakness. It was further reported that the right ventricular (rv) lead exhibited noise. It was also reported that the right atrial (ra) lead exhibited low impedance, noise and under-sensing causing inappropriate mode switching due to myopotentials. Reprogramming occurred. The rv lead and ra lead were capped and replaced.

Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial and ventricular over-sensing was observed. The ventricular over-sensing caused possible pacing inhibition. Both leads remain in use. No patient complications have been reported as a result of this event.